Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed infections at the implant site, which were treated with antibiotics and steroids. The patient underwent revision surgery swapped a new non-coated abutment on (B)(6) 2019. Per the clinic, the patient is recovering well and the issue is resolved at this time.